Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip leaked fluid from the needle hub.

Manufacturer narrative:
Complaint was created in error and is a duplicate of MFR report # 1213809-2018-00687.

Event description:
It was reported that the bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip leaked fluid from the needle hub.